Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. During the power on self-test, the device would not power on and the damaged sensor board was identified. The cause was not able to be determined. The device was removed from service. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damanged sensor board. No additional information is available.